Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify a17 alarm test due to blank display.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer reports pump did require rewind. Customer able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.